Event description:
Patient called lfs alleging their one touch ultra meter was prompting apply sample. Patient did not experience any symptoms during the time of concern. Patient mentioned that they had recently started taking insulin and had been testing with the reported meter for 1-month. A medical professional was called for advice. Patient's physician referred pt to lfs to obtain a replacement meter. A reading of 285 mg/dl was reported, however, source, date, and time information were not provided. The customer service representative walked patient through troubleshooting. Patient confirmed that the sample was from their finger and was sufficient. The meter prompted apply sample, even after retesting. Patient's meter was replaced. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.